Event description:
It was reported that this ventilator was on a pt and was reading low oxygen saturation. The pt was taken on and off the ventilator a c couple of times. The rest of the time, the pt was manually bagged. The pt expired. (B)(4).

Manufacturer narrative:
(B)(4).